Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator could not achieve the set tidal volume. There was no harm or injury reported.